Event description:
It was reported that bd insyte autog bc catheter frayed.verbatim:situation: 18ga IV, plastic catheter bent/frayed at the end when trying to start IV. Was unable to start IV or puncture skin and had to poke patient multiple times.background:event date: 11/17/2025was there injury? No.

Manufacturer narrative:
G.4. K201075; k251654h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.e1. Address information was not provided; therefore, il was used as the state.